Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2003 and (B)(6) 2007 and a sling and avaulta were implanted. The dates were not clarified regarding which product was implanted on which date. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2003 due to stress urinary incontinence and pelvic organ prolapse. It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 and avaulta was implanted. The patient experienced pain, infection, dyspareunia, extrusion, pelvic floor atrophy, and urinary problems. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 due to myofascial pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to vaginal pain at (B)(6) hospital, (B)(6).